Manufacturer narrative:
H6: ventec received the box associated with the return authorization of the device, however, when the box was opened there was no device inside. Ventec alerted the distributor of this issue and the distributor has filed a claim with the shipper. In the event that the device is located and returned to ventec for evaluation, a follow-up report will be submitted. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined. H3 other text : device lost in transit

Event description:
It was reported to ventec that the device unexpectedly shut down during use. There was patient involvement associated with the reported event. There were no reports of patient harm as a result of the reported issue.